Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on a an open gynecology procedure, the surgeon was using single seams technique when the needle separated from the sutures. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.